Event description:
It was reported that pump experienced malfunction alarm with malfunction code displayed and no notable events occurred prior to issue. There was no reported impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using reset instructions, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction returned, which caller acknowledged and understood.